Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the tip of the device had fractured. There are wear marks along the shaft including one near the fracture location. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that receiving found the tip broken off of the guiding rod. No additional information is available at the time of this report.